Manufacturer narrative:
Patient¿s weight is unknown. This report is for one (1) unknown prodisc-c. Part and lot numbers are unknown. Without the specific part number, the UDI number is not available. Device not explanted yet. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as the specific part number for prodisc-c is not provided. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient may be having a reaction stemming from two prodisc-c (pdc) implants received on (B)(6) 2010. The doctor is specifically looking for information regarding the inclusion of methyl methacrylate in either the pdc implant or any of the other materials used in the surgery. This report is for one (1) unknown prodisc-c. This is report 2 of 2 for complaint (B)(4).